Event description:
It was reported to philips that during preventative maintenance the device produced only 170j energy output when the setting 200j was selected.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during preventative maintenance the device produced only 170j energy output when the setting 200j was selected. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.